Event description:
The manufacturer became aware of an allegation that an end user experienced nausea, throwing up, severe atrial fibrillation and low heart rate while using the wisp mask with magnets. The end user alleges he was hospitalized in september 2021 for 3 to 4 days to stabilize his heart and have his pacemaker checked. Multiple attempts to obtain more information were unsuccessful. No product will be returned for investigation. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
Not returned to manufacturer.

Manufacturer narrative:
On previously submitted report, section "adverse event/product problem" in box b was incorrect. In this report, section "adverse event/product problem" in box b has been updated/corrected.

Manufacturer narrative:
Corrected data includes update to the type of reported complaint changes to product problem.